Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found connector port obstruction with medical adhesive. Medical adhesive was blocking the area between the 4th and 5th balseal connectors, and could be seen looking down port 0-7. A known good lead would not pass through this area. Medical adhesive is also visible in the 8-15 port and a known good lead was fully inserted. There was no visible damage to the balseal connectors. Analysis of the wrench found no anomalies. (B)(4).

Event description:
It was reported that during the implant procedure, the lead would not enter the top port of the implantable neurostimulator (ins). Troubleshooting was unsuccessful and a new ins was opened and used. The procedure was completed successfully. There were no patient injuries associated with the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.